Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified a drill bit fractured at the distal end of the drill and not all of the pieces were returned. There is some signs of damage to the flutes as well at the distal end of the drill. The device has a possible field age of 15+ years. A review of the device manufacturing records confirmed no abnormalities or deviations. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause of the instrument fracture could not be determined. Instruction for use doc. No d011500192 en 08/23 states in the precaution section that "any decision to leave or remove broken instruments (e.g., drill fragments) is left to the surgeon¿s ultimate discretion and must take into account the associated risks. Metallic fragments can be located by external imaging devices such as x-ray radiography (note: the use of MRI for this purpose is not recommended)." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: report source japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, drill shaft was fractured upon drilling a screw hole. According to the doctor, the drill broke because it interfered with a screw that had already been inserted. The broken drill tip could not be extracted and remained in the patient's body. Reoperation is not planned. Attempts have been made and additional information on the reported event is unavailable at this time.